Event description:
During a spine procedure there was a warning 06/tc-failure and the hospital waited for the sales representative to help them, which resulted in a 2-hour delay. No other information is available at this time.